Event description:
A report was received that, following a non-device related procedure, a patient's ipg was turning on and off by itself. The patient is expected to undergo a revision procedure to replace the ipg.